Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken tube adapter, measuring approximately 3.41mm x 1.85mm in size, was not returned with the instrument. Additionally, the instrument was found to have tube adapter abrasions. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument tip broke. The procedure was completed with no reported injury.